Manufacturer narrative:
The device was evaluated by zoll medical united kingdom. The customer's report was duplicated and attributed to the defib monitor flex shield lead was not properly seated. The lead was reseated to resove the report. The device was recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.